Event description:
It was reported to manufacturer that the vns patient had been experiencing an increase in seizure activity within the last couple of months, and a request for an estimated battery life calculation was sent to manufacturer. The calculation revealed approximately 0.58years remaining to the elective replacement indicator (eri) is set to yes. Further follow up with the physician revealed that the device was interrogated and tested following the onset of the increase in seizures where diagnostic testing revealed normal device function, and the eri flag remained set to no. The physician believes that the increase in seizures, which is now above the pre-vns baseline, is due to the pulse generator nearing end of service. The patient has been referred to a surgeon where the generator will be replaced, however, surgery has not yet occurred. In the meantime, the physician had increased the output current, and the duty cycle to help in the seizure activity. There has been no change in medications that preceded the onset of the increase in seizure activity, and the patient's caregiver reports that there are no other external factors involved.